Event description:
It was reported that based on analysis of the log file there was an alarm for the backup battery not being installed and low flows, where the flow was observed down to 0 lpm. The left ventricular assist device (lvad) temperature dropped below body temperature to a temperature of 33 c.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a4: patient weight was requested but was not provided manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The account submitted left ventricular assist device (lvad) log files that contained data from (B)(6) 2022 at 09:44:20 through (B)(6) 2022 at 08:53:45. Starting on (B)(6) 2022 at 10:03:53, low flow events were observed due to the patient¿s pump speed being reduced down to 3800 revolutions per minute (rpm). Approximately 17 minutes later, at 10:20:45, the pump¿s temperature reduced to 35 degrees celsius (from 44 degrees celsius), which was determined to be below body temperature. The reduction in temperature was observed for approximately 12 minutes, before returning to 43 degrees celsius. The captured event appeared to be consistent with a medical procedure; however, no additional information was provided when requests for additional information were sent to the account. Low flows were also observed during the event until 13:00:26, when the events resolved. The pump appeared to function as intended throughout the duration of the file. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23sep2015. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 provides an explanation of all pump parameters. Section 7 "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, and the proper actions associated with them. The patient handbook also contains a section on handling emergencies. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." No further information was provided. The manufacturer is closing the file on this event.